Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon tried to ligate the gonadal vein but the clip did not form properly, the surgeon tried to clip the vessel again but the device got jammed. The surgeon then removed the device from the patient and used a surgical utensil to remove the clip in the jaw. Then the surgeon reloaded the clip in the jaw and continued successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did clip fall into the patient? No. Which firing of the device did this event occur on? First. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, fired out of the patient to see if a clip formed properly, then it was re-introduced into the patient and continued to work successfully. What were the indications for surgery? Kidney carcinoma. What was found? Cancer. Did somebody other than the primary surgeon fire the instrument? Yes. If so, whom? Urology fellow. Was there a recent conversion to ees devices in this account or with this surgeon? No.